Manufacturer narrative:
Result of investigation: vyaire medical performed an evaluation and found out that the root cause was attributed to o2 sensor long-life defective. It came to conclusion that there are local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator passed the o2 calibration but the unit keeps on alarming o2 calibration error. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.